Event description:
The pt presented to the ER with syncope, respiratory depression, and lethargy. She was admitted to ICU. The pt was not on a vent, but was on a CPAP, and responsive to requests to gain her aid in finding her pump pocket for reading with the physician programmer. The pump was checked. There were no alarms. The pump was decreased from 19.523 mg/day to 15 mg/day; the pump contained morphine (30 mg/cc) and bupivicaine (20 mg/cc). The pt was seen later in the day by the pump managing physician. The pt was still responsive. The pt told her nurse that before the incident, she had pain in her hip and took "extra" hydrocodone to help her pain. The next morning the pt "was very responsive" and her pain was well controlled. No additional troubleshooting was planned for the pump.

Manufacturer narrative:
(B)(4).